Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a concern for bowel obstruction near the reservoir site following placement. The reservoir was replaced and repositioned. There were no additional patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to a concern for bowel obstruction near the reservoir site following placement. The reservoir was replaced and repositioned. There were no additional patient complications.